Event description:
A customer reported an alarm issue with their pump, specifically a cartridge alarm 20. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.